Manufacturer narrative:
A leak observed on the unexposed portion of the cannula caused internal fluid accumulation and corrosion of the pcb. Multiple attempts were made to download data from the device, these were unsuccessful due to the damage incurred from the leak. Thus, it cannot be determined if an alarm was generated because the data cannot be reviewed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours. When it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.